Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist's report, the patient reported itching over the implant site. Eventually, the receiver/stimulator component extruded through the skin flap. A cellulitis infection developed around the extrusion site. The physician removed the device in 2006 and resected the skin of the affected area. No patient was placed on antibiotics. The skin flap will be allowed to heal before the patient is reimplanted with a new device.